Event description:
Boston scientific neurovascular became aware that during a procedure of a patient presented with a ruptured anterior communicating artery aneurysm, 3 mm in size with a 1 mm neck, the physician took a microcatheter and the subject device as the first coil. Inspected the subject device before introduction, but whiloe inserting the first loops noticed that the tip of the microcatheter was not in an ideal position. Pulled the subject device out completely and changed the tip position of the microcatheter. When the physician tried to push the subject device again, noticed that it was already detached. It was not possible to push the whole coil into the aneurysm. The physician attempted to retrieve the subject device with a retriever-20 and an in-time retrieval device without success. The procedure was stopped. Half of the coil is located into the aneurysm, the other half in the lumen of the parent vessel. The patient was reported to be in good condition.